Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the needle biopsy to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The biopsy needle was found to have a broken needle. The broken piece was approximately 0.035" x 1.144" in size and was not returned with the biopsy needle. Additional observation not reported by site that is not related to the customer reported complaint: the biopsy needle was found to have a stretched sheath. The sheath length was measured to be 934mm, outside of the 925mm +/- 1mm sheath length specification.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the needle biopsy broke. All pieces are there. The diagnostic procedure was completed with no reported injury.

Manufacturer narrative:
The biopsy needle was transferred to engineering for the broken needle failure. Sheath length was remeasured to be 948mm, which is outside the 925mm +/- 1mm sheath length specification. Upon attempting to extend the needle, the handle would move freely, but the needle tip was not visible beyond the sheath tip, even with the needle handle against the needle stop. The sheath could be moved while holding the needle handle in place with one hand and moving the sheath with the other hand. The sheath was held in place while attempting to extend the needle, and it appeared that the needle was not embedded in the sheath. The needle could intermittently be extended past the sheath tip. The needle assembly was disassembled, and a flare nut was observed to be present. The sheath was observed to be necked and broken approximately 9mm from the flared end. The distal portion of the broken sheath was moved to be flush with the proximal portion, and the sheath length was remeasured to be 927mm. The initial measurement of the sheath length being out of specification during failure analysis was determined to be due to the broken sheath. The needle shaft was observed to be kinked near the hypotube bond, and dried blood was observed along the needle shaft and flexible needle. It is likely that the friction between the sheath and needle shaft led to the user applying excessive force in an attempt to extend the needle, which resulted in the stretching/necking of the proximal shaft. Friction between the sheath and needle shaft is also likely related to the kinking of the needle shaft. No missing fragments were observed, and all pieces were returned with the device.

Event description:
Refer to h10/h11 for follow-up information.